Event description:
It was reported that before patient use, the cs100 intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Machine has been checked and at that time no problem found then check the machine as per factory protocol and run the system and found its running in good working condition then asked customer run the machine at least 24hrs and kept it under observation. The customer has complaint that after few hours of running in trainer again maintenance required code # 1 is coming and stopped inflation and deflation then today at first check all the necessary parameters as per factory protocol and found that after 2 hrs of running the error comes again.now fse had suspected that drive manifold assembly is malfunction and its need to be replaced for further checking. The fse replaced the drive manifold assembly (d104-00-0018). After replacing the manifold drive found problem has been solved and its handed over to the customer in good working condition.